Event description:
This lv lead was implanted on (B)(6) 2012 and was capped/abandoned on (B)(6) 2014 due to high pacing thresholds issue. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).